Event description:
It was reported there was an under infusion of an unspecified medication. The pump recorded an infused volume of17.7 ml over actual volume of 250 ml.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of an unspecified medication. The pump recorded an infused volume of 40ml over the actual volume. There was patient involvement, but no harm. A bd clinical practice consultant reviewed data from the infusion knowledge portal and found the following: the infusion started at 12:19 as a basic infusion for 250ml to infuse over an hour. It took four 4 minutes extra to complete. It was at a volume of 247.4ml when they added the 20ml.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: patient identifier, describe event or problem, PMA / 510(k)# additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint for the under infusion of an unspecified medication was not able to be confirmed or replicated. Log review could not be performed because the devices and their associated logs were not returned for investigation. However, the facility provided a picture of the infusion knowledge portal (ikp) report of the infusion made on the date of the event. On 30 june at 12:19 pm an infusion was programmed with a rate of 250 ml/hr and a volume to be infused (vtbi) of 250 ml using the profile of adult. The ikp report only provides minimal infusion information and is not validated for log analysis purposes. Inspection and testing were not performed as the devices were not returned for investigation. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2) states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which, if any, of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported under infusion of an unspecified medication was not identified. Inspection, log analysis and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.